Event description:
Hemodialysis bloodlines hole in bottom of venous drip chamber where bloodline attaches to the chamber. Many problems with leaks, found during saline rinse, before pt attached. Lines solid for monitoring etc.